Event description:
It was reported that the patient was experiencing implant pain. It was also reported that the patient was experiencing inadequate stimulation. The patient was given norco.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient was experiencing implant pain. It was also reported that the patient was experiencing inadequate stimulation. The patient was given norco. Additional information was received that the patient underwent a spinal cord stimulator (scs) explant procedure. The explanted products were not released by the facility.